Manufacturer narrative:
The reported event of discomfort was not confirmed. Final analysis found normal device function. No anomalies were found.

Event description:
It was reported that the patient presented for pacemaker revision due to discomfort at the implant site. The pacemaker was explanted and replaced. There were no patient consequences.